Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The as received simulated treatment of a total volume of 8000 ml was performed and completed without any failures or problems. During the treatment, the amount of fluid in the pseudo-patient bag after each fill was weighed and recorded. The weighed fill values in each cycle were compared with the treatment's programmed fill setting. The cycler weighed fill volume values were within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The check functionality of the patient sensors passed. The internal visual inspection of the returned cycler revealed there were visual indications of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. The patient discontinued treatment during drain 4 of 4 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3789 ml during drain 4 of the treatment. This drain volume is 189% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that it is unknown if the patient drained out 3789 ml. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.